Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella 5.5 sterile sleeve disconnected from the distal locking end. The staff cleaned the area and resecured using tape and tegaderm. Additionally, a hematoma with some oozing was noted at the impella access site. Sandbag and systemic bivalirudin was on hold. The patient remains on support.

Manufacturer narrative:
The investigation into access site bleeding and product damage (sterile sleeve damage) has been completed. Data logs are not relevant to the issues and the product was not returned for investigation. Clinical details provided limited information regarding the issue and do not suggest what could have caused the bleed 12 days after the start of support. Since the product was not returned and sufficient clinical details were not provided, the root cause of the access site bleed could not be determined. Clinical details suggested that the sterile sleeve detached from the hub quite easily. However, as the product was not returned for investigation, the root cause of the product damage could not be determined. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23232 was submitted.